Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image would produce green lines across the screen and intermittently disappear whenever the video baton and attached cable were manipulated. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
A replacement glidescope video baton 2.0 large and glidescope core smart cable were provided to the customer and the reported video baton was returned to verathon along with a smart cable that was not used during the reported procedure. Upon follow-up with the customer about the glidescope core smart cable returned, the customer confirmed they were unable to locate the original smart cable at their facility. A verathon technical service representative evaluated the returned glidescope video baton 2.0 large and was able to confirm a part of the reported issue. While they were unable to confirm the image intermittently disappearing, they did confirm that when connecting the customer's video baton to known, good, test verathon equipment, the video image displayed a split-screen on the connected test monitor. The verathon technical service representative also reported seeing visible damage to the hdmi connector on the customer's video baton. The camera image quality test was performed and failed for the glidescope video baton 2.0 large. The verathon technical service representative next evaluated the returned glidescope core smart cable. When connecting the returned smart cable to known, good, test verathon equipment, the video image was normal. The camera image quality test was performed for the smart cable and passed. Upon completion of the evaluation the glidescope video baton 2.0 large and glidescope core smart cable were both scrapped as they had already been replaced prior to their return for evaluation, and there being no repairs available for the devices. Corrective action is not required at this time. Verathon will continue to monitor for trends.